Event description:
Patient is enrolled in a clinical trial utilizing ramucirumab/placebo for her oncological diagnosis. The hospira plum tubing that is light protected was spiked to the ivpb bag and the "cassette" inserted into the pump. When the tubing was being primed for administration, it was noted that there was IV solution leaking from either the "air vent" in the tubing above the drip chamber or where the drip chamber was fused to the hard pvc spike. The infusion was stopped and the m.d. Notified of the event.